Manufacturer narrative:
On 6/10/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample a tear was observed on the posterior aspect measuring approximately 0.6 cm within an area of shell abrasion and a crease which extended to the anterior aspect. The second product received is related to a concomitant device, therefore no further investigation is required. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 350cc mentor memorygel breast implant, catalog: 3503501bc, lot: 5825392, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with two 350cc mentor memorygel breast implants in (B)(6) 2008, suffered left side rupture post-operatively. The rupture was discovered during an unspecified surgery on (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implants on the same day.